Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hiatal hernia repair, the device was difficult to load and unload. The device was removed and they noticed that the needle was not there. A portion of the needle was retained inside the patient's cavity. Upon examination of the device, half of the needle was broken and found to be wedged in the jaws. An x-ray was taken and other half of the needle was seen in the abdomen. They decided not to retrieve the remaining half of the needle due to the location to complete the case. The case was extended for greater than 30 minutes due to needing to perform an x-ray to locate the missing portion of the broken needle.